Manufacturer narrative:
No solution documented; defective part identified. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system failed to boot; defective clarityiq_ii ip pc identified on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.